Manufacturer narrative:
Date sent: 10/31/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a pph procedure (longo technique), the device did not cut, and also did not staple as usual. The case was then finished without stapling. The surgeon then decided to finish this case by the technique. Device will be returned.